Event description:
Boston scientific corporation was informed that during a colonoscopy, the resolution clip device would not detach from the sheath. They used another of the same device to complete the case. Pt is reported to be fine.